Event description:
Anesthesia machine failure during procedure. Machine's back up system did not function following a brief power outage. Pt needed manual ventilation for less than two minutes while the machine recalibrated itself.